Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) revision, it was determined that the right atrial (ra) lead had pulled back to the device pocket and was not fully extended. Additionally, the terminal pin was not fully inserted into the device header. Both leads underwent pacing system analyzer (psa) testing, and were noted to have performed well. The chronic leads were then connected to the new ICD, and all measurements were reportedly stable. No additional adverse patient effects were reported. The ra lead remained in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.